Manufacturer narrative:
This report was generated in error. There is currently no additional information available.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, a failed retrieval attempt due to embedment of the filter into the wall of the inferior vena cava (ivc), blood clots, clotting, occlusion of the ivc, leg and back pain, edema of the leg and anxiety. The indication for the device implant was deep vein thrombosis of the left leg. The device was placed via the right internal jugular vein and deployed in the infra-renal location. Final vena cavagram showed good placement of the filter. Note was made of the unusual configuration of the renal system suggesting a horseshoe kidney. The patient was reported to have tolerated the procedure well. The patient was then to be positioned for a lower leg extremity venogram and thrombolysis. Approximately eight months and three days post implant the patient underwent a failed attempt to retrieve the filter. The procedure notes indicate that the tip of the filter was adherent to the wall of the ivc and could not be retrieved. The withdrawn portion of the ivc was redeployed and post manipulation images document the ivc to remain patent without evidence of extravasation. There is currently no additional information available. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. The information provided does not mention any specific malfunction of the device. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots, clotting and device occlusion related to clotting do not represent a device malfunction. Without the procedural films or post-placement imaging and the limited information provided, the report of thrombosis, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed, nor can a conclusion be drawn between the reported events and the filter. Anxiety, pain in the back and leg and edema of the leg do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was left leg deep vein thrombosis (dvt). During the implantation procedure, the filter was deployed in the infra-renal location. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, a failed retrieval attempt due to the embedment in the wall of the ivc. According to the information received in the patient profile form (ppf), the patient reports blood clots, dvt, clotting and occlusion of the ivc. The patient had an unsuccessful attempt to remove the filter eight months and three days post implantation with resultant vascular access site inflammation. The patient reports to continue having dvt, leg pain, back pain, swelling and anxiety. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. The information provided does not mention any specific malfunction of the device. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots, clotting and device occlusion related to clotting do not represent a device malfunction. Without the procedural films or post-placement imaging and the limited information provided, the report of thrombosis, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed, nor can a conclusion be drawn between the reported events and the filter. Anxiety, pain in the back and leg, inflammation at the vascular access site and edema of the leg do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed retrieval attempt due to the embedment of the filter into the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records note that the indication for the index procedure was left leg deep vein thrombosis (dvt). During the implantation procedure, the ivc was noted to be normal in caliber. The filter was deployed in the infra-renal location. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient had blood clots, clotting and occlusion of the ivc. The patient underwent the unsuccessful attempt to remove the filter eight months and three days post implantation. The patient reports to continue having dvt, leg pain, back pain, swelling and anxiety. According to the discovery form, the patient received the ivc filter for dvt. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include dvt, failed filter removal attempt, back pain, leg swelling and leg ulcers. After the failed removal attempt, the patient went back to the hospital for groin inflammation at the entrance site of the retrieval sheath. The patient continues to have dvts with the right leg dvt now permanent. The patient also reports suffering from leg swelling and pain and having to wear compression socks daily in order to function, affecting both the patient¿s everyday life and job. The patient further reports pain in the lower back and fear that it could potentially be related to a piece of filter that has broken off and traveled. Additionally, the patient is in constant fear that the irretrievable filter will break or migrate if it hasn¿t already and has lost weeks of work due to these injuries.

Manufacturer narrative:
The following additional information received per the medical records note that the indication for the index procedure was left leg deep vein thrombosis (dvt). During the implantation procedure, the ivc was noted to be normal in caliber. The filter was deployed in the infra-renal location. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient had blood clots, clotting and occlusion of the ivc. The patient underwent the unsuccessful attempt to remove the filter eight months and three days post implantation. The patient reports to continue having dvt, leg pain, back pain, swelling and anxiety. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed retrieval attempt due to the embedded of the optease filter into the wall of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, failed retrieval attempt due to the embedded of the optease filter into the wall of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.